Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant) and experienced memory impairment ("my memory is so unusual"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, endometrial ablation and memory impairment outcome was unknown. The reporter considered endometrial ablation, medical device removal and memory impairment to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: ablation and memory problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant) and experienced memory impairment ("my memory is so unusual"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, endometrial ablation and memory impairment outcome was unknown. The reporter considered endometrial ablation, medical device removal and memory impairment to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: ablation and memory problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: pif received. Case became serious incident as removal was done. Event added: essure removal. Reporter's information and essure insertion, removal dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('foreign body (presumed sterilization device) present within endometrium.'), device dislocation ('essure devices not visualized') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, endosalpingiosis, pelvic pain and endometriosis. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and memory impairment ("my memory is so unusual") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device dislocation, endometrial ablation and memory impairment outcome was unknown. The reporter considered device dislocation, embedded device, endometrial ablation and memory impairment to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: ablation and memory problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: mr received: " previously reported event medical device removal replaced with foreign body (presumed sterilization device) present within endometrium. Other event essure devices not visualized added and made medically significant and intervention required due to surgery. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('foreign body (presumed sterilization device) present within endometrium.'), device dislocation ('essure devices not visualized') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, endosalpingiosis, pelvic pain and endometriosis. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and memory impairment ("my memory is so unusual") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device dislocation, endometrial ablation and memory impairment outcome was unknown. The reporter considered device dislocation, embedded device, endometrial ablation and memory impairment to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: ablation and memory problems quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.